Event description:
It was reported that the customer received a button error alarm on her insulin pump and one of the buttons was not working during a bolus delivery attempt. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 237 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping/flicking noted. The unit had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).